Event description:
63 y/o (year-old) male with hx (history) of thyroid cancer and suspicious metastatic t5 disease presented to interventional radiology for t5 sclerotic lesion spine biopsy. Patient prone on CT table, prepped and draped in usual sterile fashion. CT guided t5 spine biopsy was performed using a bard truguide 17-gauge x 13.8 cm disposable coaxial biopsy needle. Guide needle was positioned using manual manipulation to desired location within lesion. Fna (fine needle aspiration) samples were obtained. Pathology staff present in room at time of procedure and confirmed adequate cells procured. When the guide needle was removed it was noted that the shaft of the needle had inadvertently broken approximately 1.5 cm below the skin surface of the patient. A small skin incision was mover over the retained fragment. Attempts to retrieve with forceps under CT fluoroscopy guidance was unsuccessful due to significant artifact limiting visibility. Subsequently the patient was transported via stretcher in the prone position to the angiography suite. The back was prepped and draped in usual sterile fashion. Adequate local anesthesia was achieved with 1% lidocaine. Using blunt dissection and forceps under fluoroscopic guidance the guide needle was retrieved. Post procedure cone beam CT confirmed no evidence of retained foreign body. Original packaging was thrown away. Radiology staff identified 4 lot numbers. See below lot# rehz1855, lot# rehw3375, lot# rejn0606, lot# rejq0616. Radiology feels strongly that either rehw3375 or rejn0606 was used for this case.